Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was 450 mg/dl, 429 mg/dl and 531 mg/dl. Customer was just stayed in the emergency room for a couple hours. Customer experienced symptoms such as slight headache tested for ketones had none. Customer was offered to troubleshooting and declined for high blood glucose, as it was the set that caused the issues went over it with dietitian. The customer was treated in hospitalization only gave sodium chloride and blood glucose came down, did not give him any insulin. Customer reported they did not allege insulin pump was under delivering. The customer stated that the drive support cap was protruded sticking out. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.